Manufacturer narrative:
Reporter facility name: (B)(6). This report is being filed on an international product, list number 2k91-32, that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect ca19-9xr result generated on an architect i2000 processing module for one patient. It is unknown if the patient is diagnosed with pancreatic cancer. Sid (B)(6), initial result = 130 u/ml; repeat results = 47 and 43 u/ml. The previous result from 2 years ago = 36 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the likely cause lot or complaint issue. Device history record review did not identify any non-conformances or deviations for the likely cause lot. The overall performance of architect ca 19-9xr reagent in the field was reviewed using data gathered from customers worldwide. The median patient population result for lot 25017m800 is within the established control limits. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency with the architect ca 19-9xr reagent lot 25017m800 was identified.